Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 13 mmol/l at the time of the incident. It was stated that the corners of the screen have cracks. The device was neither bumped nor dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.